Event description:
It was reported that the patient with this electrode had received an inappropriate shock. Review of the episode noted t-wave oversensing, noise, and changes in amplitude morphology measurements. This therapy was reported to have caused discomfort. The patient was brought back in for product testing and noise could be reproduced with arm movements. X-ray imaging showed the can may have migrated from its original implant position. The system reprogrammed in the interim and remains in service. Additional information provided from the field indicated the patient started to feel pectoral contractions near the tip of the electrode. The patient has been hospitalized, and a revision procedure is being planned. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.